Manufacturer narrative:
Follow-up # 1 ¿ (10/21/2013). The patient¿s meter has been returned and evaluated by lifescan product analysis on 9/17/2013 and 10/11/2013, respectively, with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ping meter was reading inaccurately high. The complaint was classified based on the customer care advocate¿s (cca) documentation. The patient could not recall the date that the alleged issue occurred. She claimed that approximately 2 minutes before testing, she was experiencing symptoms of feeling ¿very shaky, sweating and feeling hot, and blurry vision.¿ she tested on the subject meter at approximately 10:30pm and observed a reading of ¿147mg/dl¿ which she felt was high as compared to her symptoms. She then tested on another meter (brand unknown) and observed a value of ¿50mg/dl¿ immediately afterwards. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. It is not known that the patient¿s prior blood glucose readings were on the subject meter. The patient manages her diabetes with self adjusting insulin (unknown type/dose) and reported that she self-treated her symptoms by eating peanut butter with toast and drinking soda also at 10:30pm. No other device was used for testing. At the time of troubleshooting the cca confirmed the meter was set to the correct unit of measure, the samples were obtained from the same approved sample site. The subject test strips were unexpired and stored correctly. The customer¿s testing technique was correct. It is not known if a control solution test was performed. Replacement products have been sent to the patient and subject products are pending return for investigation. There is no indication that the product caused or contributed to a serious injury. The patient¿s symptoms started before the reported issue first occurred and there is no evidence the patient administered inappropriate self treatment due to the alleged issue. However, this complaint is being reported because the subject product(s) did not meet lfs¿ criteria for accuracy.